Event description:
Customer returned the device for evaluation and repair of an issue of poor air/water supply. There is no reported harm to any patient or healthcare persons. Upon evaluation of the returned device, it was observed that the nozzle was clogged with foreign material. This is attributed to the insufficient cleaning. This medwatch is being submitted for the reportable issue of foreign material clogging the nozzle, as observed during device evaluation.

Manufacturer narrative:
This device is not sold in the u.s., but a similar device is. The device is returned, and an evaluation completed for it. Upon inspection and testing, it was observed that the nozzle was clogged with foreign material. The presence of foreign material affects the air/water supply. This is attributed to the insufficient cleaning. Other observations for the device are: due to wear of angle wire, bending angle in up direction and play of up/down knob does not meet the standard value; distal end rubber coating (a-rubber) adhesive has a chip; connecting tube has a dent; distal end cover (c-cover), switch (sw) sw1, protector of universal cord, universal cord, scope cover (sc cover), grip, control unit, scope cover (s-cover), scope connector (s-connector), switch box, forceps elevator lever, forceps elevator knob, right/left knob, and up/down knob have a scratch; paint on suction cylinder (s-cylinder) is peeled; and dirt on the light guide lens causes lack of image on the monitor. Overall, there is evidence of damage and physical stress on the device caused by handling. The user¿s complaint of poor air/water supply was confirmed. Evaluation is ongoing. Supplemental report(s) will be submitted when any relevant new information is available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified. The foreign matter in the nozzle was unable to be identified. It was confirmed that the nozzle was not deformed. There were no obvious reprocessing deviations. Olympus will continue to monitor field performance for this device.